Manufacturer narrative:
The hillrom technician found the autocontore service kit needed to be replaced as it was worn out. Per the hillrom service manual, it is necessary for the stretcher to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in december 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the autocontore service kit to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).